Manufacturer narrative:
D10 concomitant products unknown egia su - unknown endo gia sulu - unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Pli10: according to the literature, a retrospective study compared outcomes of laparoscopic and open right hemicolectomy between january 2016 and december 2025. All the anastomoses were performed side to side, using an stapler or a competitor device. There were 384 patients in the study. Of the 74 laparoscopic cases, there was 1 anastomotic leak, 2 surgical site infections, 1 reoperation and 2 readmissions. Of the 310 open cases, there were 2 anastomotic leaks, 20 surgical site infections, 3 reoperations and 11 readmissions. There was one death in each group with no additional information provided. Pli20: according to the literature, a retrospective study compared outcomes of laparoscopic and open right hemicolectomy between january 2016 and december 2025. All the anastomoses were performed side to side, using an stapler or a competitor device. There were 384 patients in the study. Of the 74 laparoscopic cases, there was 1 anastomotic leak, 2 surgical site infections, 1 reoperation and 2 readmissions. Of the 310 open cases, there were 2 anastomotic leaks, 20 surgical site infections, 3 reoperations and 11 readmissions. Garantzioti, v.; kostakis, i.d.; theofanis, g.; maroulis, I.; skroubis, g. Comparison between laparoscopic and open right hemicolectomy outcomes: a single-centre analysis. Medicina 2026, 62, 655. Https://doi.org/10.3390/medicina62040655.